Manufacturer narrative:
During analysis, a failure event was observed. Final analysis found that the connector portion of a partial lead had an external abrasion breaching the outer insulation and exposed the outer coil at the proximal region of the lead. The cause of the external insulation abrasion is consistent with friction to device can.

Event description:
This report is to advise of an event observed during analysis.